Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient had an electrical outage and that the communicator got fried. The patient also threw away the power cord as it was melted. A boston scientific company representative verified that the patient has no primary physician in remote monitoring system. Thus, the company representative referred the patient to the physician for re-enrollment and informed the patient that a new communicator will be sent along with a new cellular adapter. The communicator was deactivated. No adverse patient effects were reported.